Event description:
It was reported the patient underwent surgical intervention in 2016, wherein the whole system was explanted for an unknown reason. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.